Event description:
Patient called in 2002 alleging that their one touch basic meter was reading inaccurately low. Patient reported they felt lethargic, and could not get out of bed. Patient also stated their speech was also unclear. Patient's meter read 360 mg/dl. Paramedics were called and their meter read "over 600." Unknown what treatment the patient was given. Patient was cleaning the meter incorrectly. Unable to contact the customer to obtain more information. Attempted twice by leaving messages. Also sending letter.